Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for dead meter. The customer's expected fasting blood glucose test result range is 200 mg/dl. At the time of the call the customer reported feeling sweaty and weak; the customer denied the need for medical attention at the time of the call. After several attempts, the meter did turn on when a test strip was inserted.the meter did turn on by manually pressing the white dot button. Due to vision issues, the customer was unable to verify if the battery symbol appeared at the bottom of the display.the test strip was inserted correctly and the customer was using the proper test strips. The battery had never been replaced. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 430 mg/dl using truemetrix meter; the customer was not concerned with the result. Customer stated he was placing the meter on the counter and collecting the blood sample; customer was educated on proper testing technique. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date at time of call is three days. The meter memory was not reviewed for previous test result history. Customer called in states the meter is not coming on all the time with insertion of strips. Customer test 4 times a day. Customer has symptoms however, he states he is not concerned about the symptoms only the meter.